Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Depuy spine, it was reported on a unknown date the surgeon ordered an x-ray for the patient. A rod and connector were noted as being loose. On (B)(6) 2016 the patient was revised with a new rod and connector believed to be at l2 level. The surgery was completed successfully with no delay and not additional medical intervention needed. The sales consultant does not have any further information.

Manufacturer narrative:
(B)(4). Device was not returned to the complaints handling unit (chu) for evaluation. The complaint form suggests that implants were disposed and are not available to return. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the device we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.